Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system operated as intended with no failures found. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the issue was a known software event. Issue related to the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a lumbar procedure. It was reported that the site did a spin on an imaging system, loaded the images and when they went to navigate, the images were merged with a posterior cervical spin from several weeks ago. They had their current image on one side of the screen (a lumbar with 2 cages places) and a posterior cervical on the other frames. User could tell by the teeth present in the view. After trying to re-push the images, loading them on a usb and turning everything on/off again, site decided to re-spin and it worked. The issue extended the surgical time by 45 minutes. No impact to patient reported.